Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization using a penumbra coil detachment handle (handle). During the procedure, after successfully detaching a penumbra coil 400 coil (pc400 coil) using the handle, the physician was unable to remove the pc400 pusher assembly from the handle. The procedure was completed using a new handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: there was no visible damage to the handle. There were no obstructions in the funnel. The funnel inner diameter (ID) was measured to be larger than 0.018 inches using pin gauges. Conclusion: evaluation of the returned device revealed that the handle funnel ID was out of specification. The funnel ID was likely increased when the pc400 pusher assembly was forced through the funnel, essentially "punching" through the funnel hole. This out of specification funnel ID allowed the pusher assembly hypo-tube to be withdrawn through the funnel, and become stuck inside the detachment handle. These devices are 100% functionally tested during incoming quality control inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.